Manufacturer narrative:
(B)(4). Date sent to FDA: 10/17/2016. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. It was reported that there was failure in the stapling and in the apprehension (fixation) of the staples. Please clarify, which of the explanations below best describes your experience: no straps deployed but trigger remained operational, able to press trigger. Did the device jam/lock. Was there an issue with the straps, were the straps not adhering to the tissue or mesh. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an inguinal hernia videolaparoscopic procedure and absorbable straps were used. There was failure in the stapling and in the apprehension (fixation) of the staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No visual damages were presented on the returned device. Fire testing was not conducted because trigger was jammed. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable.